Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient felt dizzy and presented to the ER after receiving multiple appropriate shocks for vt. It was noted that the shocks could not convert the rhythm and that the vt had self-terminated. Programming changes were recommended. Patient was stable before, during and after the event.